Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult activation and physical resistance could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information it is likely the delayed activation and sticking is related to the residue and is determined to be a potential product quality issue; therefore, a CAPA has been initiated. The subsequent treatment is related to the circumstances of the procedure. During the advancement a kink or deformation to the sheath may have occurred which could have also contributed to the difficulties. Additionally, an 018¿ guide wire was utilized instead of an .035¿ guide wire which may have allowed more deformation than normal to occur. It should be noted that IFU, absolute pro vascular self-expanding stent system instructions for use states, ¿the absolute pro utilizes a 0.035¿ (0.89 mm) guide wire.¿ it is unlikely the IFU violation contributed to the difficulties. Based on the evaluation of the returned product, the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery. The 6.0x100mm absolute pro self-expanding stent was attempted to be deployed with the a .018 unspecified guide wire; however, the thumbwheel became blocked and the stent only partially deployed. The handle was opened and the stent was manually deployed via troubleshooting. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.